Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half and a tear in the bottom half of the two part. The hole was made by a sharp object that was consistent with a needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 06/15/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported that when the physician inserted the introducer into the patient, blood leaked from the hemostasis valve. An alternative device was used to continue the procedure. There were no consequences to the patient.